Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was foreign material on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.00/2.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2019, "removing lens resolved problem, the patient's bcva is 20/33 the same as pre-op, no plan to implant another lens."